Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. There are two possible devices involved in the event as follows: coated vicryl plus antibacterial:product code: vcp864d, batch dk2974, mfg date: 09/1/2011, exp date: 07/31/2016.coated vicryl (polyglactin 910) suture: product code: j864d, batch dj7116, mfg date: 08/1/2011, exp date: 07/31/2016.

Event description:
It was reported that a patient had a total knee replacement procedure on an unknown date and suture was used. The patient developed wound dehiscense on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). The suture was placed in the deep dermis on (B)(6) 2011. About three weeks post operatively, the patient developed wound abscesses in multiple areas. The patient underwent a re-operation on (B)(6) 2011. Currently, the patient is healthy, stable, and on course. The wound healed without problems. The surgeon opines that the depth and placement of the abscesses are consistent with the suture. Bacteria hidden within the braids would not be clinically evident until which time that the suture starts to degrade. Thereby releasing the bacteria that had been bound in the braids 3 weeks was the time frame for appearance of problems. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.